Manufacturer narrative:
The reported field event of inappropriate measurements was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported field event could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change when the new device was connected to the leads, the impedances measured low. After updating the measurement a few times, the impedance did not rise. The leads were cleaned and reinserted into the header with results that were still low. The leads were then tested through the pacing system analyzer (psa) and found that the impedances were consistent with the measurements through the original can. Another device was used, and the measurements were consistent with those found through the psa and the original can. The pocket was closed, and the patient left the room in stable condition.